Event description:
It was reported that the patient experienced pocket stimulation during pacing of the atrium or ventricle, which was suspected to be due to outer insulation damage of the right ventricular (rv) lead and right atrial (ra) lead as x-ray suggested the leads were close to the patient's clavicle rib. It was also noted that the right atrial (ra) lead exhibited noise. The rv lead and ra lead remain in use. No further patient complications have been reported as a result of this event. It was further reported that pocket stimulation was seen when pacing was started/stopped and insulation damage was not confirmed as measurements were within normal limits and no issues were observed via x-ray.

Manufacturer narrative:
Corrected: b5. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced pocket stimulation during pacing of the atrium or ventricle., which was suspected to be due to outer insulation damage of the right ventricular (rv) lead and right atrial (ra) lead as x-ray suggested the leads were close to the patient's clavicle rib. It was also noted that the right atrial (ra) lead exhibited noise. The rv lead and ra lead remain in use. No further patient complications have been reported as a result of this event.